Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump drive count or time values are incorrect because they either going fast or slow. Customer blood glucose reading was 435 mg/dl. Customer was not able to troubleshoot because of the alarm, additionally, the insulin pump cannot start. Customer stated the alarm occurred during normal use. Customer contacted emergency doctor for their high blood glucose reading. Insulin pump will not be returning for analysis.